Event description:
Patient received burn from treatment, resulting in depressed scar above center of right eyebrow. The doctor injected the depression with collagen and 'zapped' with v-beam to improve contour. Patient's conditon is reported to be getting better with time.